Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (lower arm was broken) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the side rail was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rails which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.

Event description:
A citadel plus bed frame with a partially detached side rail was found in the facility¿s basement. There was no customer allegation. The circumstances surrounding the damage to the bed are unknown. There was no indication of patient involvement. No injuries were reported. Based on the photographic evidence provided by the arjo service technician, the lower arm that is a part of the side rail assembly was broken.